Event description:
According to the reporter: this instrument was going to be use for tep. When he tried to inflate the balloon, it didn't work because of the balloon tear.

Manufacturer narrative:
(B)(4).